Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and DHR review performed. Please see sections d10, g4, g7, h2, h3, h6, h10. The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and observed that returned sheath had the distal end broken off and separated. Complaint was confirmed. Fracture mode of the device indicates that force applied to the post from inside, causing it to break off. The opening channel of the shaft was deformed. Based on our conclusion damage was caused by user's improper handling, applying too much force to insert endoscope into the sheath as the weld joint could not withstand it. As a preventive measure, the owner¿s manual contains warnings and cautions; the sheath connection states ¿slide the sheath over the end of the scope, hub end first, until it stops at the distal end (a slight gap is appropriate between the sheath bug and the light post¿ based on the DHR review, the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
The distal end post apparently broke off during demo procedure performed to evaluate instaclear sheath. The sheath probably got damaged when the user was sliding the sheath over the scope(45 degree) as it was inserted too deep. The user didn't notice breakage and completed the procedure. Later, the broken post became apparent and attempt was made to find the broken piece. The physician confirmed that there was no fragment fell into patient. The fragment was discovered inside the gauze which was used to wipe off the distal end of the device. The fragment has been collected. There was no interruption or extension of procedure. There was one other sheath(0 degree) used before the event. The device failed to stop/remove water properly. The user requests for investigation.